Event description:
It was reported that during implant, the helix was found to be extended in the package. The physician confirmed normal helix actuations. The helix became stuck mid-implant, was extracted and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.